Event description:
The hospital reported that hst iii system (3.8mm) was found nit to be tightly wound (the seal) in the delivery tube. It was not used and set aside.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/16/2024. An investigation was conducted on 01/27/2025. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the delivery device in a rolled state but not inside the delivery tube. The seal was observed to be unraveled on the last rung of the seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. The seal was observed to unraveled on the last rung of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "crack seal" was observed. The lot # 3000391049 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.